Manufacturer narrative:
An investigation is currently underway. Upon completion, results will be forwarded.

Event description:
It was reported to tyco healthcare/kendall in 2007, that the pt had returned to surgery for laparoscopic drainage of intra-abdominal collection. During surgery, the physician lacerated the liver with the yankauer suction tip. Pressure held, laceration hemostatic. Pt made full recovery. The pt had to remain on or table for a prolonged period of time, however made a full recovery. Sample was discarded.